Event description:
Additional information was received from a patient. They reported that their therapy was working correctly and they did not have any issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device was working but they were bleeding at the site of the surgery since july 1st. Patient said they developed a hematoma and they were having another procedure today to drain the hematomas. Patient also said that they were in a lot of pain and not able to concentrate. Patient stated that the minimum was 5 hours and the maximum was 8-9 hours for the surgery. Patient mentioned that recently they had gone every 2 hours and a couple times due to stress. The patient was redirected to their healthcare provider to further address the issue.